Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to use in the patient, the physician placed the distal end of the command es guide wire through the needle introducer and noted that nitinol tip color did not look right. The physician said that the tip did not seem like it was fully coated. The device was not used and there was no patient involvement. Another command es guide wire was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided. Returned device analysis identified torn polymer coating at distal tip of the guide wire.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported physical property issue/ irregular appearance was confirmed. It was also noted that the distal tip was torn. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during unpacking and/or during shaping of the tip inadvertent mishandling resulted in the reported/noted polymer coating damages (irregular appearance/thinned, torn). There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.